Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture threshold and the right atrial lead exhibited high impedance. During a normal device change out procedure, both leads were capped and replaced. The patient experienced no adverse consequences.